Event description:
It was reported that a cat bit into an unspecified line of a patient¿s cassette during peritoneal dialysis therapy which resulted in the development of peritonitis. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with three doses of intravenous vancomycin (dose, frequency and duration unknown) and later switched to intraperitoneal gentamicin (86g for two weeks, frequency not reported) for the peritonitis. The patient was retrained on proper aseptic technique and was reported to be recovering from the peritonitis. Dianeal therapy was reported to be ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.